Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that both ventricular and atrial lead impedances decreased to under 200 ohms. Capture thresholds in the unipolar configuration were 0.75 v, 0.5 ms. During surgical intervention, the leads tested normal. Therefore, the pulse generator was replaced.